Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused irritation to the skin, eyes and respiratory tract, headaches, increased kidney levels, sinus symptoms, nausea and dizziness. The patient did receive medical intervention by seeing a physician and taking prescribed antibiotics and eye drops. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.